Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7 mm endoscope had an issue. The scope heated up where the light cord attaches and burned the harvester's gown. There was no impact to \the user. Another scope was used to complete the case. There were no pt effects. Visual inspection of the scope looks normal, but the reporter is returning the device. Maquet cardiovascular anticipates return of the product in question.